Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following information: "the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in these populations patients who are pregnant; nursing mothers; patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism); patients with aneurysmal aortic degenerative conditions (e.g., cystic medial necrosis, marfan¿s syndrome); children, adolescents, and young adults." "Caution: based on reports in the literature on tissue valves (refs. 6, 7, 8, 9 & 10), there appears to be an increased incidence of leaflet calcification in patients under the age of 20. When feasible, repeated intravenous injections containing calcium should be avoided during the postoperative period, and excessive milk or dairy product consumption should be avoided in children. Animal research studies (ref. 11) show that a high systemic calcium level can lead to early calcification." Calcification is a structural deterioration of bioprosthetic valves in which structural deterioration is listed in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 21mm bioprosthetic aortic valve, implanted for three (3) years and nine (9) months, was explanted due to aortic stenosis secondary to calcification. Intraoperatively findings, the pericardial valve had all 3 leaflets calcified and rigid. This was replaced with 19mm 11500a valve. Postoperatively, the patient was hemodynamically stable. The patient was returned to the ICU in stable condition. Post-op tee revealed vsd patch well seated with no patch leak, mild rvh, no ai, patent rv-pa homograft without significant regurgitation and normal biventricular systolic function. Her hospital stay progress and was discharged home on pod# three. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".